Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the valve is not shifting. Additional malfunctions are the pilot valve and pe valve alarm and the power switch has a low audible alarm.